Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulty closing the hemostasis valve. During preparation for a left atrial appendage (laa) closure procedure, a 21mm watchman ® laa closure device & delivery system was selected. However, there was difficultly closing the hemostasis valve. Due to this issue, saline was unable to be injected through the device. The procedure was not completed due to another issue. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Type of report: the initial MDR submitted indicated this report was a 5 day report in error. This event is not a 5 day report. The type of report should be corrected to a 30 day report. (B)(4).

Event description:
It is further clarified that the procedure was not completed and there was no patient contact with this device.

Event description:
It was further reported that the procedure was given up because the closure device was unstable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman delivery system (wds) with the implant in the sheath. The implant was deployed outside of the sheath during lab analysis and there was fluid in the sheath. The implant was consistent with the reported information. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed the sheath was damaged (flattened) for a length of 11 cm that started at the tip, and the tip was damaged (flattened/tricuts flared/markerband flattened). Functional testing was performed by tightening the hemostasis valve. The valve tightened easily. A syringe of water was attached to the wds and water was injected into the device and there were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It is further clarified that the procedure was not completed and there was no patient contact with this device.